Event description:
Per the clinic, the patient experienced erithema and tenderness around the implant site. An x-ray (date not reported), indicated dislodgement of the internal magnet. The implanted device remains. It is unknown if there are plans to remove the internal magnet and replace it with a new sterile magnet as of the date of this report, (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient underwent revision surgery to replace a dislodged internal magnet on (B)(6) 2013. The implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.